Manufacturer narrative:
Concomitant medical products: product ID: neu_refillneedle, serial# na, product type accessory; product ID: neu_refillneedle, serial# na, product type accessory. Analysis of the pump found no anomalies. Interrogation of the pump found it to contain water. Two needles were also returned, both of which were patent as received. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding a pump. The pump had not been implanted. There was no patient involved in the event. There was no physician associated with the event. On (B)(6) 2016 during pre-op, the pump was unable to be emptied. The surgical technician drew out 15cc and then was unable to draw out anymore fluid. Multiple attempts were made, different syringes and needles were utilized but no additional fluid could be extracted. It was stated that 5cc of the fluid initially drawn out was put back in the pump to see if it would then aspirate but this did not resolve the issue either.